Event description:
It was reported that the patient presented to the emergency department (ed) due to syncope and a remote monitor transmission was submitted. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) and treated as ventricular arrhythmia, resulting in an inappropriate therapy. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.